Event description:
It was reported by the customer that on (B)(6) 2010 the laser beam front fired at 41,338 joules. After a few joules were emitted, the fiber cap deteriorated. The physician proceeded with using turp. Also, it was reported that there was a loss of the water cooling system. The device was not returned for evaluation.